Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the ventilator screen flashed erratically, and the user was unable to adjust any ventilator parameter. The pt was disconnected from the equipment and manually ventilated. There was no pt injury.